Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all medications and order were not crossing over to one patient. A technical support specialist (tss) connected to the server and discussed the discharge and cancel discharge messages with the customer. Both events were followed by discontinuation of orders, and approximately nine minutes after the cancel discharge message, new orders were received. The orders had a late start time, which may have caused confusion at the station. The tss suggested using the ¿reverse discharge¿ option to determine whether the orders would be renewed or retained in the system. All messages were confirmed to have been sent from expanse, the hospital system. Specifically, the investigation would focus on why editing orders in meditech did not create or update orders in pyxis, as this functionality previously worked without requiring full order recreation. Relevant feature documentation and reference links were provided to the customer. Additionally, the tss answered customer questions regarding the product and referred the customer to the bd portal website for product information and training resources. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all medications and orders were not crossing over one patient. Patient was accidently discharge but after readmitting all meds show discontinued. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.